Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b4. The date 28may2021 was inadvertently not initially provided; and is therefore being provided.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3, and to provide the completed investigation results. One used 6fr glidesheath slender sheath was received for product evaluation. No other accessory components were returned. Visual inspection revealed that the sheath shaft was found to be stretched and deformed in a non-uniform fashion. The sheath shaft broke at 1.5 cm from hub and was flattened at 8.5cm to 9.5 cm. No other visual damage was observed. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "the glidesheath slender is indicated to facilitate placing a catheter through the skin into the radial artery." The IFU also cautions " do not manipulate intraluminal devices if any resistance is met. Failure to exercise proper caution may lead to deformation of the sheath tube due to its thin wall, resulting in damage to the vessel." Being a thin walled sheath, the glidesheath slender is indicated for use in the radial artery which is a relatively flat and controllable access area. The angle of entry through the ulnar artery is against the IFU. The complaint can be confirmed for sheath catheter mechanical separation. The cause of the event is due to the high forces that the sheath was exposed to and the incorrect use of the IFU. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier: (B)(6). Weight: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- bsn, rn, cnor, clinical risk analyst. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report (B)(4). The event description states: "patient in gath lab for left internal carotid artery stent. Right ulnar artery sheath placed. During sheath exchange, the sheath broke off in the ulnar artery. Vascular surgery called." "Ulnar artery cutdown performed and remaining sheath piece removed." Additional information was received on 11may2021. The patient's condition was stable. There was no tortuous anatomy noted during the access. There was 100ml of blood loss.